Event description:
An administrative error occurred whereby a pt was treated without a wedge. It was discovered on 12/19/98 that one pt had undergone approx four weeks (12 treatments) without the wedge. This is more than half, but less than all of the full treatment initially prescribed for the pt. The error occurred when the operator incorrectly entered the treatment as "no wedge" when creating the pt's new prescription. The error was missed by the physical on the weekly prescription quality assurance checks, and was not discovered until the pt complained of pain and redness in the treatment area. The hosp has informed co that the injury is not considered life threatening, and the pt's course of treatment has been discontinued. The hosp stated that the incident was clearly to human error. The print out indicated that a wedge was not selected, but was mistakenly approved by the hosp as correct. The screen also showed that the wedge was out, but again was mistakenly approved. The error was attributed by the hosp to a data entry problem. It was reported by the hosp that the pt has been notified, the condition is being monitored, and nothing unusual is being done for the pt.